Event description:
It was found blood leakage at the beginning of the treatment. The blood flow rate was 198ml/min, tmp, 131mmhg. The blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for the specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."